Manufacturer narrative:
Incident: serious injury. Required intervention and device malfunction follow-up information was received on (B)(6) 2014 the coil did not detach properly from release catheter and broke apart. Bilateral placement was achieved (discrepant information). Physician decided to take patient to the or (interpreted as operating room) for laparoscopic tubal ligation. This case was upgraded to incident. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during essure insertion, device was in pieces. This event, interpreted as device breakage, was considered serious due to medical importance and listed upon receipt of technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, this event occurred during attempted of essure insertion into right fallopian tube. Based on the information received, a causal relationship between the reported event and suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was initially considered non-serious and regarded as other reportable incident; however, upon receipt of follow-up information it was amended to serious and incident since patient was submitted to laparoscopic tubal ligation. According to product technical complaint investigation results, the technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 19-may-2015: essure health care provider general questionnaire was received. Information received from physician states that a (B)(6) female patient who has no previous gynecological interventions, problems or procedures nor medical history or concurrent condition; had essure (lot number 977933, model number ess205 (discrepant information)) inserted on (B)(6) 2014. Patient was not postpartum at the time of insertion. According to health care professional, valium (10 mg), toradol (60 mg intramuscular) and paracervical block with lidocaine and marcaine were applied during procedure. In addition, physician informed that the visualization of the tube in the right side was easy. However, there was a filmy covering left side and physician reported difficult visualization. She did not place essure device in the left side. Insertion was considered difficult by health care professional. The fluid loss during hysteroscopy was 5700cc and the procedure did not take more than 20 minutes. No imaging test was performed to confirm essure placement. As back-up contraception after essure insertion and before total occlusion confirmation patient used condoms. No hysterosalpingogram test was done and physician informed that, on (B)(6) 2014, right side device was surgically removed and tubal was performed in surgery. Reporter informed that removal was not medically necessary neither requested by patient. Doctor took patient to operation room to do a tubal and removed it at that time. Essure removal method: laparoscopy. Salpingectomy was necessary (peritubal cyst). During surgery no perforation was noted and device was in proximal portion of fallopian tube. Additionally, reporter medically confirmed the events and details. There were no related diagnostic tests and no hospitalization occurred. Patient is normal postoperative and physician reported that essure device caused or contributed for patient's condition. Follow-up received on 28-may-2015: information received confirmed that the correct essure model number is ess305. Follow up information received on 02-jun-2015: nurse stated that the essure model used was ess 205 (discrepant information reported). Additional information from responsible quality unit, the reported batch number corresponds to an essure ess305 product, manufactured in apr-2012 with an expiration date of apr-2015. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during essure insertion, device was in pieces. This event, interpreted as device breakage, was considered serious due to medical importance and listed upon receipt of technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, this event occurred during attempted essure insertion into right fallopian tube. Based on the information received, a causal relationship between the reported event and suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was initially considered non-serious and regarded as other reportable incident; however upon receipt of follow-up information it was amended to serious and incident since patient was submitted to laparoscopic tubal ligation. According to product technical complaint investigation results, the technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow-up information received on 01-dec-2014 follow-up attempts were done, but no response was obtained. Follow-up from 01-apr-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during essure insertion, device was in pieces. This event, interpreted as device breakage, was considered serious due to medical importance and listed upon receipt of technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, this event occurred during attempted of essure insertion into right fallopian tube. Based on the information received, a causal relationship between the reported event and suspect insert cannot be excluded. Additionally, non-serious events were reported. This case was initially considered non-serious and regarded as other reportable incident; however upon receipt of follow-up information it was amended to serious and incident since patient was submitted to laparoscopic tubal ligation. According to product technical complaint investigation results, the technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Event description:
This is a spontaneous case report received from a nurse in united states on (B)(6) 2014 which refers to a (B)(6)-year-old female patient who had an attempt to insert essure (fallopian tube occlusion insert) on (B)(6) 2014 for permanent contraception. Essure lot number used, 977933 with expiration date in apr 2015. Nurse reported that during attempted insertion into right fallopian tube, the device didn't deploy right and was in pieces. The nurse stated that the physician attempted to remove coils but patient was in pain, so one or two coils were left in the right fallopian tube and some coils were floating in the uterus. The physician retrieved these. Sample may be available. The nurse also stated that left side was not attempted and was left unopened due to a film covering the fallopian tube was would not allow for cannulation. Nurse mentioned that the treatment was removal and laparoscopic tubal ligation was planned. Patient was otherwise okay. No additional information was provided. Ptc investigation result received on (B)(6) 2014. Ptc global number was (B)(4). Final assessment: the production date for lot 977933 is april 2012. When a term like device breakage in pieces is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description or product is returned for investigation. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the micro-insert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Since neither product was returned for inspection nor do we have a photograph of the actual device, we cannot determine exactly what the failure is. Since no product was returned for investigation, we are unable to confirm any quality defect or device malfunction at this time. Essure cases in (B)(6), because this is an anticipated failure mode. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in (B)(4), design (B)(4) for (B)(4). Conclusions: the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the (B)(4), the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this ptc was initiated due to a reported product quality issue and usability issues. No complaint sample was provide for further investigation. The technical assessment concluded "unconfirmed quality defect". No similar ae case reports have been received to date in relation to batch no. 977933. No batch signal could be identified. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The reported usability issues will be subject to post market surveillance monitoring. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) year-old female patient who had an attempt to insert essure (fallopian tube occlusion insert) and nurse reported that during attempted insertion into right fallopian tube, the device was in pieces. The event during essure insertion, device was in pieces (interpreted as device breakage) was considered non-serious and listed upon receipt of technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, this event occurred during attempted of essure insertion into right fallopian tube. Based on the information received, a causal relationship between the reported event and suspect insert cannot be excluded. Additionally, non-serious events were reported: during essure insertion the device did not deploy right; attempted to remove coils but patient was in pain; two coils were left in the right fallopian tube and some coils were floating in the uterus were retrieved; left side was not attempted and was left unopened due to a film covering the fallopian tube was would not allow for cannulation (failed insertion). This case was regarded as other reportable incident due to the reported breakage and malfunction. Laparoscopic tubal ligation was planned (not confirmed). According to product technical complaint investigation results, the technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.